Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump suspended insulin delivery, cause was unknown. During troubleshooting with tandem technical support, reportedly pump prompted customer to load a new cartridge. No additional information was provided regarding cartridge messaging. Customer loaded a new cartridge and successfully resumed insulin delivery. Customer¿s blood glucose level was 414 mg/dl.